Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with multimorbidity, thin and damaged leaflets, calcified annulus, and a previously implanted clip. A mitraclip xtw (51202r1068) was inserted and deployed on the mitral valve. However, post deployment, it was observed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip was implanted without issues. A third clip, a mitraclip xt (51201r1072) was then prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, and after several unsuccessful grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve. The procedure was completed with three clips implanted, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. On an unknown date, the patient underwent open heart surgery and post-surgery, the patient died. In the physician's opinion, the cause of death was due to the surgery. The previously implanted clip was noted to be stable on the leaflet, despite the slda.